Manufacturer narrative:
Rti surgical attempted to follow up multiple times with the independent distributor and surgeon and were not able to confirm this complaint. Since the alleged complaint states that the screw remains implanted the evaluation of the broken screw was not able to be done. The surgeon has no plans to revise this patient. No more information is available at this time.

Event description:
The patient had a multi-level posterior fusion surgery. During a follow up visit it was discovered that a pedicle screw was broken at the s1 location. The surgeon has no plans to revise.